Event description:
Patient reported a left side rupture. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observe broken on posterior side assessed as fold flaw opening. As per the investigation procedure creases and the missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Follow-up is not possible with the initial reporter. Therefore, additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported, a left side rupture. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported a left side rupture. The device has been explanted and replaced.

Event description:
Device was explanted.

Manufacturer narrative:
Corrected data: d.6a

Event description:
Patient reported a left side rupture. Device was explanted